Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were underfilled. The following information was provided by the initial reporter: " the defect is due to partial filling, that is, the tube does not have sufficient vacuum and the entire required volume of blood cannot be taken, indicated on the tube size and required for analysis.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 2 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were underfilled. The following information was provided by the initial reporter: "the defect is due to partial filling, that is, the tube does not have sufficient vacuum and the entire required volume of blood cannot be taken, indicated on the tube size and required for analysis."